Event description:
Customer reported new tubing with a hole just below the top of the blue removable plastic piece (presumed to be the upper fitment). There was no report of pt harm and no medical intervention required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer complaint of hole in the tubing could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.